Event description:
Customer's family member called to report the pump did not have an audible tone. Family member stated the device was dropped in the vinyl kitchen floor. Troubleshooting was performed. The audible tone was not able to be heard.